Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The product return status has been updated and provided in this report.

Event description:
The device will be returned for analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly noted during testing. Unit functioning properly during testing. Device received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer mentioned that the insulin pump was under delivering and that may be because they are new to the pump. Customer¿s blood glucose value at time of incident was 21 mmol/l and current blood glucose value is 4.0 mmol/l. Customer treated this with the pump and pen. Customer stated that headache was the reason that led to hospitalization. The customer was wearing the insulin pump during the hospitalization. Customer was assisted in performing displacement test and high pressure test and both passed. The insulin pump will not be returned for analysis.